Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was returned for evaluation. The data logs show that the motor current and purge pressure was stable until about 19 hours in when we see a large spike in motor current followed by a dip in ps, an increase in pump flows and a rapid rise in purge pressure ~3minutes. The product was returned and biomaterial was found wrapped around the impeller and purge gap. The pump was soaked to remove dried blood but biomaterial remained in the gap. The pump was purged and hpp reproduced. A window in the catheter was cut and no ingress was found. The catheter was cut near the motor housing and hpp resolved. The root cause of the high purge pressure is most likely due to ingested biomaterial based on the data logs and returned product. Thrombus: thrombus was added based on the investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and noted that they encountered high purge pressure. The pump had a high purge pressure alarm, with subsequent increase in motor currents starting. The doctor wanted to remove the pump before it stopped. The pump was weaned to p-2 and then removed. Manual pressure was held for one hour. The procedural outcome was the patient survived the surgery and the patients outcome is critical.